Event description:
Boston scientific received information that this right ventricular lead displayed noise. The noise was oversensed and lead to inappropriate therapy for the patient. The patient was seen for follow up. The device arrhythmia logbook and electrograms were reviewed which indicated multiple daily episodes of noise and loss of capture. Pacing thresholds had increased and low, out of range pace impedance measurements had been recorded. The patient was seen for a revision procedure. In the operating room the local boston scientific field representative (fr) was able to recreate noise when the patient turned on their sides. Noise was not able to be recreated with pocket manipulation. Upon opening of the pocket, the source of the reported clinical observations was identified as an insulation breach. It appeared that lead had been rubbing on the can approximately two inches proximal of the lead tie down. A lead repair kit was used to cover the exposed area. The pace/sense portion of the lead was then capped. The high voltage portion of the lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.